Manufacturer narrative:
The device was returned for analysis. The outer diameter (od) of the guidewire was measured with a calibrated laser micrometer; the maximum od of the guidewire was .0158", which meets specification. The coating was uniform and consistent throughout the length of the wire. The micro-catheter used in the clinical event was not received. A rubicon micro catheter (.018) was used for testing purposes. The inner diameter of the micro-catheter was measured with a calibrated pin gage set and measured .019¿. The wire and micro-catheter were both hydrated with fluid. The wire was loaded into the micro-catheter and advanced through the full-length of the catheter without encountering any unusual resistance. There was no evidence of any product quality deficiencies contributing to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal difficulties occurred. The treatment area was located in the liver. A 140x25cm fathom-16 was selected to advance. During procedure, the device was inserted to a non bsc microcatheter. Upon reaching the celiac trunk, it was noted that the device was stuck in the middle of the microcatheter. Both devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The treatment area was located in the liver. A 140x25cm fathom¿ -16 was selected to advance. During procedure, the device was inserted to a non bsc microcatheter. Upon reaching the celiac trunk, it was noted that the device was stuck in the middle of the microcatheter. Both devices were removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's condition was good.